Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for peritonitis. The patient was treated with unspecified antibiotics intraperitoneally for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy is ongoing. No additional information is available.